Event description:
Pt reported they woke up to pump alarming every 2 minutes with message stating downstream occlusion and then quickly after it cleared. Pt reported it keeps cycling through the same message and looked through manual before calling but did not troubleshoot. Rph advised pt downstream occlusion alarm means pump detected high pressure which may mean there is some kind of downstream blockage. Pt aware of high-pressure alarm from using legacy pumps and was previously in ER for clot in hickman line. Pt checked tubing and did not find any kinks or obstructions in the fluid pathway and no clamps were down. Rph advised pt to switch to back up pump with current cassette made this evening, pump ran for 15 minutes with no alarms. No further information, details or dates available. Pump serial number provided: (B)(6), expiration unknown. Pump return tracking information is not available. Photographs were not provided. Position of pump when alarm occurred is unknown. This is a continuous infusion. Set flow rate and volume delivered are unknown. Product lot and expiration unknown. Unknown if md is aware. Dose/amount: treprostinil mdv - 40ng/kg/min. Did the reported product fault occur while in use with pt? - yes; did the product issue cause or contribute to pt or clinical injury - no; is the actual device available for investigation? - yes; did pharmacy replace device? - yes; did the pt have a backup device they were able to switch to? - yes - if yes, was the pt able to successfully continue their infusion? - yes. Is the infusion life-sustaining? - yes; outcome? - unknown.